Event description:
Allegedly, the patient had a suspected infection and surgeon wanted to do an early intervention dair wash out procedure. Given the timeline of raising a compassionate request a replacement insert would have not allowed an early wash out procedure. He removed the insert to perform the dair and then re-inserted it. If further replacement is required, he will consider the compassionate route. Patient nhs number wasn't shared as patient hadn't been sought or given.